Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. The 8.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. Magnified inspection revealed the length of the balloon wall was longitudinal torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. The 8.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.